Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the glucocard 01 was reading low. Customer took readings on (B) (6) 2010 at 7:30 and had results of 40 and 20. Drank oj and took readings again with no change. Went to ER and had a result of 300. Could not give more specific times and details.